Event description:
A pt reported experiencing inaccurate erratic results with a sse meter. The pt's blood glucose results were 270mg/dl, 255 mg/dl, 117 mg/dl. Tests were done within <10 minutes with a difference of 42%. Pt did not experience any adverse events. No further info has been reported. Note - customer cleaning meter incorrectly.